Event description:
It was reported that the insulin pump is overdelivering insulin. Insulin is squirting out during manual prime process. The blood glucose reading was 67 mg/dl, the blood glucose reading increased to 183 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.